Manufacturer narrative:
(B)(4).

Event description:
It was reported that the surgeon inserted a icm120v4 12.0mm implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to lens dislocation/subluxation.